Manufacturer narrative:
The returned catheter was patent and it met requirements for the leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned catheter was patent and it met requirements for the leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned catheter was patent and it met requirements for the leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient's primary disease was craniocerebral trauma. According to the report, post-operative observation found leakage of the ¿drainage tube¿ causing the patient's ventricle to become a "cavity." Reportedly, the physician replaced with a new ¿tube,¿ and the patient's current status was normal.